Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-n y procedure, the load would not fire. They had to open a new reload to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.